Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: rvdr01 ipg (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was prophylactically replaced due to the patient receiving an upgraded system. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.